Event description:
During review of the in-house programming/diagnostic history database, it was observed that during initial interrogation on office visit on (B)(6) 2007 the patient's settings were different than what were programmed at the prior office visit on (B)(6) 2003. The settings found were indicative of a faulted diagnostic test occurring. The device was not interrogated prior to the patient leaving the office on (B)(6) 2003 as recommended by device manufacturer to ensure the device is at the correct settings. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.